Event description:
Additional information was received. There was no allegation of premature battery depletion against the device. A revision procedure was performed. The device was placed deeper within the pocket. Further follow up revealed no further issues.

Event description:
Boston scientific received information that this product has erosion. A revision procedure is intended to implant this device further into the pocket. Infection was ruled out by pertinent cultures. As the device is also approaching elective replacement indicators (eri) an internal technical service consultant was contacted remaining battery longevity. Ts reviewed the data and determined that based on the parameters provided, this device has an estimated remaining longevity of less than 1 year before reaching eri (based on battery voltage, however, indicated the eri may be triggered sooner. This information was provided to the physician. There were no additional adverse effects reported.

Manufacturer narrative:
Upon receipt of the revision information, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.